Event description:
The physician claimed that the valve could not regulate the flow rate of cerebrospinal fluid fifteen days after implantation. The valve was removed. The physician tested the catheters and they functioned as desired. The valve was tested by the physician in vitro and found to let water flow under the pressure of 130mm h2o. The pressure range for this medium pressure valve should be 51 to 110mm h2o. Pt injury was not reported but a revision was required to remove the valve. Add'l info has been requested.